Event description:
During a routine shift check by a clinician, the device decreased energy toto 1 joule when attached to an associated defibrillator. There was no patient involvement in the reported malfunction.